Manufacturer narrative:
The device was manufactured at either: (B)(4). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the supply line of a homechoice cassette. This was further described by the caregiver as ¿the air bubbles went out of the hp (home patient) and then it went right back¿. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During the troubleshooting, air was observed in the supply line. Renal therapy services (rts) assisted and discussed the use of continuous ambulatory pd with the caregiver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.